Event description:
Our rep. Is reporting to us that the surgeon had some difficulties with suturing 3 healix anchors which led to a 1 hour delay to the procedure. It appears that after inserting the anchor into the bone hole, the surgeon was unable to manipulate the suture; he removed the anchor and employed a 2nd healix with the same negative results. A 3rd same anchor was employed and again the suture problem, this was also removed. A 4th healix was deployed and the surgeon was successful with the suturing processes; however, the surgeon was only able to either load onto the anchor or fixate 2 sutures instead of the preferable 4 sutures, in any case he was satisfied with the integrity of the fixation. The procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility. Also see associated MDR 1221934-2013-00089 and 1221934-2013-00090.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report